Event description:
It was reported that the patient underwent spinal cord stimulation (scs) lead replacement procedure for low back coverage. The patient was doing well postoperatively. The explanted products were not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI): (B)(4). Model number/catalog number:sc-4318. Batch/lot number: 36244719. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4).